Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the complex regional pain syndrome (crps) patient reported interference/emi between their smart phone/iphone and their implantable neurostimulator (ins) when they used or maneuvered their phone close to their ins. The patient reportedly inquired with their phone¿s manufacturer regarding the issue and was told that their phone ¿may shut down due to interference/emi by an ins¿ and that the ¿frequency of telemetry was close to that of [the phone]¿s cellular signal.¿ troubleshooting was performed at the time of the report whereby the phone was actually placed close to the ins, but ¿no interference was noted.¿ the issue remained unresolved at the time of report. The patient¿s physician noted that there was ¿no interference between [the phone] and an ins.¿ there were no surgical interventions planned or performed; the patient was alive with no injury at the time of report. Additional information noted the patient reported ¿electromagnetic interference¿ with their smart phone. There were no actions taken and the issue was not resolved as of (B)(6) 2017. No complications were reported or anticipated.